Event description:
The patient was undergoing treatment for a distal internal carotid artery occlusion. The patient's tici score was 0 and mrs was 4. IV-tpa was contraindicated because the patient had a recurrence of cerebral infarction. A guide catheter optimo 9f was inserted. The merci retrieval system was used twice and a gateway pta balloon catheter was inflated. The ica was reopened. Then a traxcess14 guide wire and penumbra system reperfusion catheter 054 and 032 were advanced into the middle cerebral artery (mca) using the coaxial technique in an attempt to open the mca. The reperfusion catheter 032 was used to aspirate the target lesion. The physician then noticed contrast revealing a hemorrhage around the m1 segment of the mca after aspiration. The physician stopped the bleeding using coils and drained the blood. After stopping the bleed the procedure was finished. The patient's tici score at the end of the procedure was 0 and mrs 4. The physician commented that he was not sure whether the guide wire or the reperfusion catheter 032 caused the hemorrhage.

Manufacturer narrative:
Conclusion: intracranial hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.